Manufacturer narrative:
(B)(4). Customer returned pump for alleged charge/battery lasts less than expected, replace battery alert, replace battery alert now found on (B)(6) 2022. The pump passed the displacement test, sleep current test, active current test, and self test. The test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith) due to j6 connector resistance. Pump trace download analysis confirmed the pump alarmed pump error 25 on the event date of (B)(6) 2022 at 14:00:00.00, a replace battery alert on the event date of 05/19/2022 at 16:00:00.000, and a replace battery alert now on the event date of 05/19/2022 at 07:31:00.000 due to j6 connector resistance. Pump was cut open to perform visual inspection and found a cracked component on pcba 1, c-16. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcba 1, the pump was monitored and functioned properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Pump error 25 charge/battery lasts less than expected, replace battery alert, replace battery alert now were confirmed due to j6 connector resistance. Corroded battery tube is confirmed. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had short battery run time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis